Manufacturer narrative:
The device was returned to resmed and a preliminary evaluation was performed. The visual evaluation found evidence that the device was physically damaged by the operator. The device is being sent to the design facility for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(6).

Event description:
It was reported to resmed that while the astral device was being used with nebulizer treatments it shut down unexpectedly. There was no patient injury reported as a result of this incident.